Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the high impedances wasn¿t determined. After multiple impedance measurement attempts and troubleshooting the issue resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an impedance check, following implantation-contact 1 reported as being high outside of range. Prior to implant, the lead was wiped off to remove supposed oxidation and the lead test cable was twisted on top of the lead to improve connection. A second impedance check conducted to check for error or inconsistency. The lead test cable was removed, the lead was again wiped down with a wet and dry raytec sponge. The lead test cable was reattached and twisted in place. A new impedance test was run, resulting in similar out of range reporting for contact 1. A 4th check was run and this time, the impedances reported as normal. There are no known patient/external/environmental factors contributing to this event. The issue was resolved at the time of this report. No symptoms were reported.